Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were not provided. According to the patient's mother the controller would not turn on, therefore they were unable to give insulin via the ominpod system. The patient did not provide information on symptoms, treatment and duration of the medical event. Three follow ups were attempted but no new information was provided.